Manufacturer narrative:
Manufacturing date: the manufacturing site reported that the manufacturing date for the device is july 9, 2007.

Manufacturer narrative:
Model and serial number unknown. Unique identifier (UDI#)is unknown as serial number was not provided. Manufacturing date unknown as serial number is unknown. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had ilasik surgery in both eyes on (B)(6) 2018. Pre-op: right eye: -8.75 +3.50 x 090 best spectacle corrected visual acuity (bscva) 20/15 left eye: -8.75 +3.50 x 095 bscva 20/15. Patient presented post op on (B)(6) 2018 with debris in the inferior edge of right eye flap. Patient required a flap lift and rinse. Post op of (B)(6) 2019: right eye -0.75 x 0.75 x 067, distance visual acuity 20/20; left eye -1.75 x 1.75 x 095, distance visual acuity 20/20.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Serial number: (B)(4). Unique identifier (UDI#): (B)(4). Manufacturing date year: 2007.